Manufacturer narrative:
Patient age at time of event, patient sex, describe event and other relevant history updated.(B)(4).

Event description:
It was further reported that at the time of the index procedure a lesion of in-stent restenosis with a reference vessel diameter of 3.00 mm and a length of 20.0 mm in distal right coronary artery (dist rca) was visually 75% stenosed. It was treated with placement of a 3.00x24 mm taxus liberte stent, and post-dilatation. Pre-dilatation was not performed. Residual stenosis became visually 0% and timi-3 flow had been kept through the procedure. The patient was discharged without complications on aspirin and panaldine. In (B)(6) 2010, the patient had ischemic symptoms of unstable angina. Following treatment the patient's angina pectoris subsided, and the patient was discharged.

Event description:
(B)(6) clinical study. It was reported that following a coronary artery stenting treatment procedure the patient experienced angina. The lesion being treated in the index procedure is unknown. The physician implanted a taxus liberte stent of unknown size in the target lesion. Following the procedure the patient experienced angina. The pci was performed on the lesion which was 3.50mm, 18mm long and 75% stenosed using a cutting balloon. Residual stenosis was 25% with timi flow3. The patient status is okay.

Manufacturer narrative:
Device is a combination product(B)(4):it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).